Event description:
The plaintiff's attorney alleged that the pt experienced sudden cardiac arrest and expired on the same day. It was also alleged that the event was caused by the product which was administered to the pt for dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to the same event. A follow-up report will be submitted upon receipt of additional info.